Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. C03094,cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression, migraine, ovarian cyst from 2010 to 2011, endometriosis, anxiety, rectocele, vitamin d deficiency, dorsalgia and vaginitis bacterial. On (B)(6) 2016, it was reported that pertinent negatives include decreased libido and sexual dysfunction. She does not take calcium. She does not take vitamin d. She does not take multivitamins. Previously administered products included for birth control: oral contraceptive pills and mirena. Concurrent conditions included dorsalgia since (B)(6) 2016, vaginal dryness since (B)(6) 2016, trouble falling asleep (difficulty initiating sleep) since (B)(6) 2016, urinary urgency since(B)(6) 2016, vaginal itching since (B)(6) 2016, burning sensation since (B)(6) 2016, restlessness since (B)(6) 2016, otalgia since(B)(6) 2016, sinus pressure since (B)(6) 2016, eye discharge since (B)(6) 2016, dyspnea since (B)(6) 2016, appetite disorder since (B)(6) 2016, stools abnormal since (B)(6) 2016, diarrhea since(B)(6) 2016, urinary frequency since (B)(6) 2016, incontinence urinary since (B)(6) 2016, confusion since (B)(6) 2016, disorientation since (B)(6) 2016, concentration impairment since (B)(6) -2016, feeling down since (B)(6) 2016, depression (depressed or hopeless) since (B)(6) 2016, feeling guilty since (B)(6) 2016, decreased interest (little interest or pleasure in doing little things) since (B)(6) 2016, joint pain since (B)(6) 2016, muscle weakness since (B)(6) 2016, hay fever since (B)(6) 2016, breast pain since (B)(6) 2016, menses irregular (menses is irregular (last menses is on (B)(6) 2016)) since (B)(6) 2016, vaginal itching since (B)(6) 2016, penicillin allergy (pcn) since (B)(6) 2016, allergic rhinitis (allergic rhinitis due to pollen.) Since (B)(6) 2016, genital bleeding since (B)(6) 2016, pre-menopausal menorrhagia since (B)(6) 2016, candida infection since(B)(6) 2016, vaginitis bacterial since (B)(6) 2016, vulvovaginal candidiasis since (B)(6) 2016, gallbladder disorder (feel up with stones and damaging her liver had to had her gallbladder remove on (B)(6) 2015 pt.) Since (B)(6) 2016, cholecystectomy (feel up with stones and damaging her liver had to had her gallbladder remove on nov2015 pt.) Since november 2015, pelvic congestion syndrome since (B)(6) 2016, body mass index abnormal (adult (268.25).) Since (B)(6) 2016, penicillin allergy since (B)(6) 2016, allergic reaction to antibiotics since (B)(6) 2016, sulfonamide allergy since (B)(6) 2016, allergic reaction to antibiotics since (B)(6) 2016 and drug allergy since (B)(6) 2016. Family history included emphysema ((brother, maternal grand mother and mother).). Concomitant products included amitriptyline and escitalopram oxalate (lexapro). In 2015, error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 10282 on (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, 1 year after insertion of essure, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("hormonal changes describe: hot flashes, irritability, night sweats acne (event splitted for coding)"), cystitis interstitial ("infection (other) describe: chronic interstitial cystitis with hematuria (event splitted for coding)"), haematuria ("infection (other) describe: chronic interstitial cystitis with hematuria (event splitted for coding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue /chronic fatigue"), endometriosis ("endometriosis"), increased tendency to bruise ("unexplained bruising"), skin disorder ("skin problems") and cystitis ("bladder infections"). The patient was treated with minocycline hydrochloride (minocin), trimethoprim, sulfamethoxazole, minocycline hydrochloride (minocycline hcl), co-trimoxazole (bactrim), medroxyprogesterone acetate (provera), tramadol, doxycycline and surgery ((B)(6) 2016 hysterectomy with bilateralsalpingo-oopherectomy,salpingectomy (bilateral removal)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, anxiety, mood swings, depression, fatigue, weight increased, alopecia, increased tendency to bruise, skin disorder and cystitis had resolved, the menorrhagia, vaginal discharge, hot flush, irritability, night sweats, acne, bacterial vulvovaginitis, cystitis interstitial, haematuria, the last episode of urticaria, skin irritation, pruritus, nausea, dizziness, neuralgia, feeling abnormal, tooth disorder, allergy to metals, dyspareunia, flatulence, constipation, abdominal distension, gastrointestinal disorder, endometriosis, abdominal pain, muscle spasms, back pain, pain in extremity, neck pain, spinal pain, arthralgia, pain and loss of libido outcome was unknown and the memory impairment, affective disorder, migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain, acne, affective disorder, allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, constipation, cystitis, cystitis interstitial, depression, dizziness, dyspareunia, endometriosis, fatigue, feeling abnormal, flatulence, gastrointestinal disorder, haematuria, headache, hot flush, increased tendency to bruise, irritability, loss of libido, memory impairment, menorrhagia, migraine, mood swings, muscle spasms, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, pelvic pain, pruritus, skin disorder, skin irritation, spinal pain, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of urticaria and the second episode of urticaria to be related to essure. The reporter commented: both tubal ostia were identified. The essure devices were inserted into both tubal ostia according to the manufacturer's instructions. The hysteroscope was removed. The cervix was noted to be hemostatic. Stop date of essure was updated from (B)(6) 2016. Diagnostic results: approximate weight at the time of essure placement: 148 lbs. It was reported that delivery of a baby with birth defects:hyperemesis, baby born with hyperthyroidism (historical condition). On (B)(6) 2016, assessment: encounter of gyn exam (irregular), encounter of other screening for malignant neoplasm of breast, encounter for surveillance of contraceptives, other specified conditions associated with female genital organs and menstrual cycle. On (B)(6) 2016, assessment: other specified conditions associated with female genital organs and menstrual cycle. On (B)(6) 2016: lab report- pelvis transvaginal us impression: complex right ovarian cystic lesion of 2.0 cm would be suspicious for hemorrhagic cyst. Prominent veins in the adnexa bilaterally may be due to pelvic congestion. Mild free pelvic fluid suggesting possible ruptured ovarian cyst. Reason for exam: pelvic pain technique: real-time high resolution trans-vaginai pelvic ultrasound is obtained. On (B)(6) 2016, referred to dr. For a surgery consult on having a hysterectomy patient states that the provera was cancel and she only got the doxy. Patient states that then she went to the green- ville ER on friday morning because she was having a lot of pelvic pain, and was told that she had a bv and that the doxy will not help to treat her bv patient states that she also had a transvaginal sana and was told that she had cyst on one of her ovaries. Patient denies any other problems at this time. On (B)(6) 2016, history of present illness: total laparoscopic hysterectomy; bilateral salpingo oopherectomy, cystoscopy scheduled for (B)(6) 2016. Patient does have concern r/t essure that she had in 2015. She is afraid that if removed she might be left with chronic pain. Patient will discuss with dr. Led ley during face to face. On (B)(6) 2016, surgical pathology report. Clinical data: pelvic pain, endometriosis, essure. Diagnosis: uterus, right and left fallopian tubes and ovaries (laparoscopic vaginal assisted hysterectomy/bilateral salpingo-oophorectomy); cervix: no pathologic diagnosis. Endometrium: proliferative phase. Myometrium: no pathologic diagnosis. Right and left fallopian tubes: proximal tubes with changes of essure placement. Right and left ovaries, cystic follicles. Microscopic: sections of the cervix, are unremarkable; the endometrium is in the proliferative. Phase characterized by widely spaced glands lined by tall columnar epithelium with conspicuous mitotic activity. The intervening stroma is mitotically active. The endo-myometrial junction is slightly irregular, however there is no evidence of adenomyosis and/or leiomyomas. Sections of both ovaries reveal numerous follicular cysts lined by an inner granulosa cell layer and an outer theca-interna cell layer. Examination of entirely submitted bilateral fallopian tubes obtained from myometrium to fimbriated ends reveal proximal tubes which attenuated mucosal inner epithelium, obliteration of the lumen filled with non-polarizable amorphous debris associated with foreign body giant cells, and surrounded by chronic inflammation and fibrosis. It was reported that on an unknown date, essure confirmation test(s) conducted. On (B)(6) 2016, postoperative diagnoses: 1. Endometriosis. 2. Pelvic pain. 3. Sterilization by essure. 4. Rectocele. 5. Uterine prolapse grade 1. Procedure perf'ormed: 1. Total laparoscopic hysterectomy with bilateral salpingo-oopherectomy. 2. Cystoscopy. Findings: grossly normal uterus, palpable essure bilaterally, a rectocele and a grade 1 uterine prolapse. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, migraine, fatigue, headache, anxiety, hot flush, night sweats, dyspareunia, vaginal discharge, abdominal pain, constipation, nausea, dizziness, alopecia, back pain, neck pain, pelvic pain, endometriosis, cystitis interstitial and haematuria. Batch number: c03094 exp date:2016-12, man date:2013-12. Batch number: cs000su exp date:2017-08, man date:2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. C03094,cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression, migraine, ovarian cyst from 2010 to 2011, endometriosis, anxiety, rectocele, vitamin d deficiency, dorsalgia and vaginitis bacterial. On (B)(6) 2016, it was reported that pertinent negatives include decreased libido and sexual dysfunction. She does not take calcium. She does not take vitamin d. She does not take multivitamins. Previously administered products included for birth control: oral contraceptive pills and mirena. Concurrent conditions included dorsalgia since (B)(6) 2016, vaginal dryness since (B)(6) 2016, difficulty sleeping (difficulty initiating sleep) since (B)(6) 2016, urinary urgency since (B)(6) 2016, vaginal itching since (B)(6) 2016, burning sensation since (B)(6) 2016, restlessness since(B)(6) 2016, otalgia since (B)(6) 2016, sinus pressure since (B)(6) 2016, eye discharge since 4-may-2016, dyspnea since (B)(6) 2016, appetite disorder nos since (B)(6) 2016, stools abnormal since (B)(6) 2016, diarrhea since (B)(6) 2016, urinary frequency since (B)(6) 2016, incontinence urinary since 4-may-2016, confusion since (B)(6) 2016, disorientation since (B)(6) 2016, concentration impairment since (B)(6) 2016, feeling down since (B)(6) 2016, depression (depressed or hopeless) since 4-may-2016, feeling guilty since (B)(6) 2016, loss of interest (little interest or pleasure in doing little things) since (B)(6) 2016, joint pain since (B)(6) 2016, muscle weakness since (B)(6) 2016, hay fever since 4-may-2016, breast pain since (B)(6) 2016, menses irregular (menses is irregular (last menses is on (B)(6) 2016)) since (B)(6) 2016, vaginal itching since (B)(6) 2016, penicillin allergy (pcn) since (B)(6) 2016, allergic rhinitis (allergic rhinitis due to pollen.) Since (B)(6) 2016, genital bleeding since (B)(6) 2016, pre-menopausal menorrhagia since (B)(6) 2016, candida infection since (B)(6) 2016, vaginitis bacterial since (B)(6) 2016, vulvovaginal candidiasis since (B)(6) 2016, gallbladder disorder (feel up with stones and damaging her liver had to had her gallbladder remove on nov2015 pt.) Since (B)(6) 2016, cholecystectomy (feel up with stones and damaging her liver had to had her gallbladder remove on nov2015 pt.) Since november 2015, pelvic congestion syndrome since (B)(6) 2016, body mass index abnormal (adult (268.25).) Since (B)(6) 2016, penicillin allergy since (B)(6) 2016, drug allergy since (B)(6) 2016, sulfonamide allergy since (B)(6) 2016, drug allergy since (B)(6) 2016 and drug allergy since (B)(6) 2016. Family history included emphysema ((brother, maternal grand mother and mother).). Concomitant products included amitriptyline and escitalopram oxalate (lexapro). On (B)(6) 2015, the patient had essure inserted. In 2015 patient had, vaginal haemorrhage (abnormal bleeding (vaginal)), menorrhagia (abnormal bleeding (menorrhagia)), hot flush (hormonal changes describe: hot flashes, irritability, night sweats acne), irritability (hormonal changes describe: hot flashes, irritability, night sweats acne), night sweats (hormonal changes describe: hot flashes, irritability, night sweats acne, anxiety (psychological or psychiatric problems condition: anxiety, mood swings, depression, forgetfulness, mood disorder), mood swings (psychological or psychiatric problems condition: anxiety, mood swings, depression, forgetfulness, mood disorder), depression (psychological or psychiatric problems condition: anxiety, mood swings, depression, forgetfulness, mood disorder), memory impairment (psychological or psychiatric problems condition: anxiety, mood swings, depression, forgetfulness, mood disorder), affective disorder (psychological or psychiatric problems condition: anxiety, mood swings, depression, forgetfulness, mood disorder), rash (rashes or skin conditions type: hives rashes pop up in different spots, skin irritation/itching), urticaria (rashes or skin conditions type: hives rashes pop up in different spots, skin irritation/itching), skin irritation (rashes or skin conditions type: hives rashes pop up in different spots, skin irritation/itching), pruritus (rashes or skin conditions type: hives rashes pop up in different spots, skin irritation/itching), migraine (migraines / headaches), headache (migraines / headaches), nausea (nausea), dizziness(neurological conditions or problems type: dizziness, nerve pain, and brain fog), neuralgia (neurological conditions or problems type: dizziness, nerve pain, and brain fog), feeling abnormal (neurological conditions or problems type: dizziness, nerve pain, and brain fog), tooth disorder (dental problems), dyspareunia (dyspareunia (painful sexual intercourse)/ lot of pain and having during intercourse), weight increased(weight gain), flatulence (gastrointestinal or digestive system condition type: gas, constipation, severe bloating and bowel issues), constipation (gastrointestinal or digestive system condition type: gas, constipation, severe bloating and bowel issues), abdominal distension (gastrointestinal or digestive system condition type: gas, constipation, severe bloating and bowel issues), gastrointestinal disorder(gastrointestinal or digestive system condition type: gas, constipation, severe bloating and bowel issues), alopecia (hair loss), abdominal pain (pain abdominal spasms, severe upper and lower back pain, leg, neck, spine, and hip pain. All over body aches), muscle spasms(pain abdominal spasms, severe upper and lower back pain, leg, neck, spine, and hip pain. All over body aches), back pain (pain abdominal spasms, severe upper and lower back pain, leg, neck, spine, and hip pain. All over body aches), pain in extremity (pain abdominal spasms, severe upper and lower back pain, leg, neck, spine, and hip pain. All over body aches), neck pain (pain abdominal spasms, severe upper and lower back pain, leg, neck, spine, and hip pain. All over body aches), spinal pain (pain abdominal spasms, severe upper and lower back pain, leg, neck, spine, and hip pain. All over body aches), arthralgia (pain abdominal spasms, severe upper and lower back pain, leg, neck, spine, and hip pain. All over body aches), pain (pain abdominal spasms, severe upper and lower back pain, leg, neck, spine, and hip pain. All over body aches) and loss of libido (hormonal changes-describe-loss of libido). In july 2016, 1 year after insertion of essure, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("hormonal changes describe: hot flashes, irritability, night sweats acne (event splitted for coding)"), cystitis interstitial ("infection (other) describe: chronic interstitial cystitis with hematuria (event splitted for coding)"), haematuria ("infection (other) describe: chronic interstitial cystitis with hematuria (event splitted for coding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue /chronic fatigue"), endometriosis ("endometriosis"), contusion ("unexplained bruising"), skin disorder ("skin problems") and cystitis ("bladder infections"). The patient was treated with minocycline hydrochloride (minocin), trimethoprim, sulfamethoxazole, minocycline hydrochloride (minocycline hcl), co-trimoxazole (bactrim), medroxyprogesterone acetate (provera), tramadol, doxycycline and surgery (B)(6) 2016 hysterectomy with bilateralsalpingo-oopherectomy,salpingectomy (bilateral removal)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, anxiety, mood swings, depression, rash, fatigue, weight increased, alopecia, contusion, skin disorder and cystitis had resolved, the menorrhagia, vaginal discharge, hot flush, irritability, night sweats, acne, bacterial vulvovaginitis, cystitis interstitial, haematuria, urticaria, skin irritation, pruritus, nausea, dizziness, neuralgia, feeling abnormal, tooth disorder, allergy to metals, dyspareunia, flatulence, constipation, abdominal distension, gastrointestinal disorder, endometriosis, abdominal pain, muscle spasms, back pain, pain in extremity, neck pain, spinal pain, arthralgia, pain and loss of libido outcome was unknown and the memory impairment, affective disorder, migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain, acne, affective disorder, allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, constipation, contusion, cystitis, cystitis interstitial, depression, dizziness, dyspareunia, endometriosis, fatigue, feeling abnormal, flatulence, gastrointestinal disorder, haematuria, headache, hot flush, irritability, loss of libido, memory impairment, menorrhagia, migraine, mood swings, muscle spasms, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, pelvic pain, pruritus, rash, skin disorder, skin irritation, spinal pain, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both tubal ostia were identified. The essure devices were inserted into both tubal ostia according to the manufacturer's instructions. The hysteroscope was removed. The cervix was noted to be hemostatic. Stop date of essure was updated from (B)(6) 2016 to (B)(6) 2016. Diagnostic results: approximate weight at the time of essure placement: 148 lbs. It was reported that delivery of a baby with birth defects:hyperemesis, baby born with hyperthyroidism (historical condition). On (B)(6) 2016, assessment: encounter of gyn exam (irregular), encounter of other screening for malignant neoplasm of breast, encounter for surveillance of contraceptives, other specified conditions associated with female genital organs and menstrual cycle. On (B)(6) 2016, assessment: other specified conditions associated with female genital organs and menstrual cycle. On (B)(6) 2016 lab report- pelvis transvaginal us impression: complex right ovarian cystic lesion of 2.0 cm would be suspicious for hemorrhagic cyst. Prominent veins in the adnexa bilaterally may be due to pelvic congestion. Mild free pelvic fluid suggesting possible ruptured ovarian cyst. Reason for exam: pelvic pain technique: real-time high resolution trans-vaginai pelvic ultrasound is obtained. On (B)(6) 2016, referred to dr. For a surgery consult on having a hysterectomy patient states that the provera was cancel and she only got the doxy. Patient states that then she went to the green- ville ER on friday morning because she was having a lot of pelvic pain, and was told that she had a bv and that the doxy will not help to treat her bv patient states that she also had a transvaginal sana and was told that she had cyst on one of her ovaries. Patient denies any other problems at this time. On (B)(6) 2016, history of present illness: total laparoscopic hysterectomy; bilateral salpingo oopherectomy, cystoscopy scheduled for (B)(6) 2016. Patient does have concern r/t essure that she had in 2015. She is afraid that if removed she might be left with chronic pain. Patient will discuss with dr. Led ley during face to face. On (B)(6) 2016, surgical pathology report clinical data: pelvic pain, endometriosis, essure diagnosis: uterus, right and left fallopian tubes and ovaries (laparoscopic vaginal assisted hysterectomy/bilateral salpingo-oophorectomy); cervix: no pathologic diagnosis. Endometrium: proliferative phase. Myometrium: no pathologic diagnosis. Right and left fallopian tubes: proximal tubes with changes of essure placement. Right and left ovaries, cystic follicles. Microscopic: sections of the cervix, are unremarkable; the endometrium is in the proliferative phase characterized by widely spaced glands lined by tall columnar epithelium with conspicuous mitotic activity. The intervening stroma is mitotically active. The endo-myometrial junction is slightly irregular, however there is no evidence of adenomyosis and/or leiomyomas. Sections of both ovaries reveal numerous follicular cysts lined by an inner granulosa cell layer and an outer theca-interna cell layer. Examination of entirely submitted bilateral fallopian tubes obtained from myometrium to fimbriated ends reveal proximal tubes which attenuated mucosal inner epithelium, obliteration of the lumen filled with non-polarizable amorphous debris associated with foreign body giant cells, and surrounded by chronic inflammation and fibrosis. It was reported that on an unknown date, essure confirmation test(s) conducted. On (B)(6) 2016, postoperative diagnoses: 1. Endometriosis. 2. Pelvic pain. 3. Sterilization by essure. 4. Rectocele. 5. Uterine prolapse grade 1. Procedure perf'ormed: 1. Total laparoscopic hysterectomy with bilateral salpingo-oopherectomy. 2. Cystoscopy. Findings: grossly normal uterus, palpable essure bilaterally, a rectocele and a grade 1 uterine prolapse. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, migraine, fatigue, headache, anxiety, hot flush, night sweats, dyspareunia, vaginal discharge, abdominal pain, constipation, nausea, dizziness, alopecia, back pain, neck pain, pelvic pain, endometriosis, cystitis interstitial and haematuria. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters were added. Patient details, family history, concomitant disease, concomitant drugs, unstructured relevant tests and treatment drugs were added. Hormonal changes describe: hot flashes, irritability, night sweats acne, infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis, infection (other) describe: chronic interstitial cystitis with hematuria, sychological or psychiatric problems condition: anxiety, mood swings, depression, forgetfulness, mood disorder, rashes or skin conditions type: hives rashes pop up in different spots, skin irritation/itching, migraines / headaches, nausea, neurological conditions or problems type: dizziness, nerve pain, and brain fog, dental problems, nickel allergy, dyspareunia (painful sexual intercourse)/ lot of pain and having during intercourse, fatigue /chronic fatigue, weight gain, gastrointestinal or digestive system condition type: gas, constipation, severe bloating and bowel issues, endometriosis, hair loss, pain abdominal spasms, severe upper and lower back pain, leg, neck, spine, and hip pain. All over body aches, hormonal changes-describe-loss of libido, unexplained bruising, skin problems and bladder infections were added as events. Stop date of essure was updated from (B)(6) 2016 to (B)(6) 2016. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. C03094,cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression, migraine, ovarian cyst from 2010 to 2011, endometriosis, anxiety, rectocele, vitamin d deficiency, dorsalgia and vaginitis bacterial. On (B)(6) 2016, it was reported that pertinent negatives include decreased libido and sexual dysfunction. She does not take calcium. She does not take vitamin d. She does not take multivitamins. Previously administered products included for birth control: oral contraceptive pills and mirena. Concurrent conditions included dorsalgia since (B)(6) 2016, vaginal dryness since (B)(6) 2016, trouble falling asleep (difficulty initiating sleep) since (B)(6) 2016, urinary urgency since (B)(6) 2016, vaginal itching since (B)(6) 2016, burning sensation since (B)(6) 2016, restlessness since(B)(6) 2016, otalgia since(B)(6) 2016, sinus pressure since (B)(6) 2016, eye discharge since (B)(6) 2016, dyspnea since (B)(6) 2016, appetite disorder since (B)(6) 2016, stools abnormal since (B)(6) 2016, diarrhea since (B)(6) 2016, urinary frequency since (B)(6) 2016, incontinence urinary since (B)(6) 2016, confusion since (B)(6) 2016, disorientation since (B)(6) 2016, concentration impairment since (B)(6) 2016, feeling down since (B)(6) 2016, depression (depressed or hopeless) since (B)(6) 2016, feeling guilty since (B)(6) 2016, decreased interest (little interest or pleasure in doing little things) since (B)(6) 2016, joint pain since (B)(6) 2016, muscle weakness since (B)(6) 2016, hay fever since (B)(6) 2016, breast pain since (B)(6) 2016, menses irregular (menses is irregular (last menses is on (B)(6) 2016)) since (B)(6) 2016, vaginal itching since (B)(6) 2016, penicillin allergy (pcn) since (B)(6) 2016, allergic rhinitis (allergic rhinitis due to pollen.) Since (B)(6) 2016, genital bleeding since (B)(6) 2016, pre-menopausal menorrhagia since (B)(6) 2016, candida infection since (B)(6) 2016, vaginitis bacterial since (B)(6) 2016, vulvovaginal candidiasis since (B)(6) 2016, gallbladder disorder (feel up with stones and damaging her liver had to had her gallbladder remove on (B)(6) 2015 pt.) Since (B)(6) 2016, cholecystectomy (feel up with stones and damaging her liver had to had her gallbladder remove on (B)(6) 2015 pt.) Since (B)(6) 2015, pelvic congestion syndrome since(B)(6) 2016, body mass index abnormal (adult (268.25).) Since (B)(6) 2016, penicillin allergy since(B)(6) 2016, allergic reaction to antibiotics since (B)(6) 2016, sulfonamide allergy since (B)(6) 2016, allergic reaction to antibiotics since (B)(6) 2016 and drug allergy since (B)(6) 2016. Family history included emphysema ((brother, maternal grand mother and mother).). Concomitant products included amitriptyline and escitalopram oxalate (lexapro). In 2015, error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 10282 on (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, 1 year after insertion of essure, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("hormonal changes describe: hot flashes, irritability, night sweats acne (event splitted for coding)"), cystitis interstitial ("infection (other) describe: chronic interstitial cystitis with hematuria (event splitted for coding)"), haematuria ("infection (other) describe: chronic interstitial cystitis with hematuria (event splitted for coding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue /chronic fatigue"), endometriosis ("endometriosis"), increased tendency to bruise ("unexplained bruising"), skin disorder ("skin problems") and cystitis ("bladder infections"). The patient was treated with minocycline hydrochloride (minocin), trimethoprim, sulfamethoxazole, minocycline hydrochloride (minocycline hcl), co-trimoxazole (bactrim), medroxyprogesterone acetate (provera), tramadol, doxycycline, macrogol 3350 (miralax), dimeticone, activated (gas x) and surgery ((B)(6) 2016 hysterectomy with bilateralsalpingo-oopherectomy,salpingectomy (bilateral removal)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, bacterial vulvovaginitis, anxiety, mood swings, depression, urticaria, fatigue, weight increased, alopecia, abdominal pain, back pain, pain in extremity, arthralgia, increased tendency to bruise, skin disorder and cystitis had resolved, the menorrhagia, vaginal discharge, hot flush, irritability, night sweats, acne, cystitis interstitial, haematuria, skin irritation, pruritus, nausea, dizziness, neuralgia, feeling abnormal, tooth disorder, allergy to metals, dyspareunia, flatulence, constipation, abdominal distension, gastrointestinal disorder, endometriosis, muscle spasms, neck pain, spinal pain, pain and loss of libido outcome was unknown and the memory impairment, affective disorder, migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain, acne, affective disorder, allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, constipation, cystitis, cystitis interstitial, depression, dizziness, dyspareunia, endometriosis, fatigue, feeling abnormal, flatulence, gastrointestinal disorder, haematuria, headache, hot flush, increased tendency to bruise, irritability, loss of libido, memory impairment, menorrhagia, migraine, mood swings, muscle spasms, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, pelvic pain, pruritus, skin disorder, skin irritation, spinal pain, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both tubal ostia were identified. The essure devices were inserted into both tubal ostia according to the manufacturer's instructions. The hysteroscope was removed. The cervix was noted to be hemostatic. Stop date of essure was updated from (B)(6) 2016. Current weight 141 lbs. Diagnostic results: approximate weight at the time of essure placement: 148 lbs. It was reported that delivery of a baby with birth defects:hyperemesis, baby born with hyperthyroidism (historical condition). On (B)(6) 2016, assessment: encounter of gyn exam (irregular), encounter of other screening for malignant neoplasm of breast, encounter for surveillance of contraceptives, other specified conditions associated with female genital organs and menstrual cycle. On (B)(6) 2016, assessment: other specified conditions associated with female genital organs and menstrual cycle. On (B)(6) 2016: lab report- pelvis transvaginal us. Impression: complex right ovarian cystic lesion of 2.0 cm would be suspicious for hemorrhagic cyst. Prominent veins in the adnexa bilaterally may be due to pelvic congestion. Mild free pelvic fluid suggesting possible ruptured ovarian cyst. Reason for exam: pelvic pain. Technique: real-time high resolution trans-vaginai pelvic ultrasound is obtained. On (B)(6) 2016, referred to dr. For a surgery consult on having a hysterectomy patient states that the provera was cancel and she only got the doxy. Patient states that then she went to the green- ville ER on friday morning because she was having a lot of pelvic pain, and was told that she had a bv and that the doxy will not help to treat her bv patient states that she also had a transvaginal sana and was told that she had cyst on one of her ovaries. Patient denies any other problems at this time. On (B)(6) 2016, history of present illness: total laparoscopic hysterectomy; bilateral salpingo oopherectomy, cystoscopy scheduled for (B)(6) 2016. Patient does have concern r/t essure that she had in 2015. She is afraid that if removed she might be left with chronic pain. Patient will discuss with dr. Led ley during face to face. On (B)(6) 2016, surgical pathology report. Clinical data: pelvic pain, endometriosis, essure diagnosis: uterus, right and left fallopian tubes and ovaries (laparoscopic vaginal assisted hysterectomy/bilateral salpingo-oophorectomy); cervix: no pathologic diagnosis. Endometrium: proliferative phase. Myometrium: no pathologic diagnosis. Right and left fallopian tubes: proximal tubes with changes of essure placement. Right and left ovaries, cystic follicles. Microscopic: sections of the cervix, are unremarkable; the endometrium is in the proliferative phase characterized by widely spaced glands lined by tall columnar epithelium with conspicuous mitotic activity. The intervening stroma is mitotically active. The endo-myometrial junction is slightly irregular, however there is no evidence of adenomyosis and/or leiomyomas. Sections of both ovaries reveal numerous follicular cysts lined by an inner granulosa cell layer and an outer theca-interna cell layer. Examination of entirely submitted bilateral fallopian tubes obtained from myometrium to fimbriated ends reveal proximal tubes which attenuated mucosal inner epithelium, obliteration of the lumen filled with non-polarizable amorphous debris associated with foreign body giant cells, and surrounded by chronic inflammation and fibrosis. It was reported that on an unknown date, essure confirmation test(s) conducted. On (B)(6) 2016, postoperative diagnoses: 1. Endometriosis. 2. Pelvic pain. 3. Sterilization by essure. 4. Rectocele. 5. Uterine prolapse grade 1. Procedure performed: 1. Total laparoscopic hysterectomy with bilateral salpingo-oopherectomy. 2. Cystoscopy. Findings: grossly normal uterus, palpable essure bilaterally, a rectocele and a grade 1 uterine prolapse. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, migraine, fatigue, headache, anxiety, hot flush, night sweats, dyspareunia, vaginal discharge, abdominal pain, constipation, nausea, dizziness, alopecia, back pain, neck pain, pelvic pain, endometriosis, cystitis interstitial and haematuria. Batch number: c03094, exp date:2016-12, man date:2013-12. Batch number: cs000su, exp date:2017-08, man date:2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. Outcome for event, " back pain, neck pain, spinal pain, all over boy aches" was added. Treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (batch no. C03094,cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression, migraine, ovarian cyst, endometriosis, anxiety, rectocele, vitamin d deficiency, dorsalgia and vaginitis bacterial. Previously administered products included for an unreported indication: mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown. The reporter considered menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal discharge, did not undergo an essure confirmation test", reporter, lot number, historical drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.